Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device damaged by another device (dislodged) was due to procedural circumstances during positioning of the second clip. The reported slda was a cascading event of the reported device damaged by another device (dislodged). The cause of the reported difficult imaging was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, a pre-existing chordal rupture and flail. A mitraclip xtw was inserted and deployed on the mitral valve. A second mitraclip was then inserted, and grasping was performed. However, difficulties visualizing the clip occurred, and while grasping the leaflets, the second clip interacted with the first clip. Due to the clip interaction, the first clip detached from the anterior mitral leaflet (aml) and remained attached to the posterior mitral leaflet (pml) (single leaflet device attachment/slda). The second clip was implanted, stabilizing the slda clip. The mr was reduced to a grade of 2. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure.